Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the front therapy electrode was completely severed from the front ECG "a" and "b" cable. The root cause for the missing therapy electrode was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.